Manufacturer narrative:
(B)(4). One exhalation valve module (evm) was returned for evaluation. A visual inspection was conducted and found no anomalies. The unit was installed into a failure investigation test ventilator (fitv) for analysis, and passed all calibration and tests. No errors and no alarms were observed. The device was found to be functioning as intended.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The device failed an extended self-test (est) during the exhalation valve (ev) pressure test. The unit was taken out of service until the replacement of the ev valve is performed. The repair has not been completed.

Event description:
It was reported that during patient use, a ventilator generated a loud noise. The patient was manually ventilated and transferred to another ventilator without harm.